Manufacturer narrative:
Device used as treatment, not diagnosis. Frigg, a., rillmann, p., perren, t., gerber, m., ryf, c. (2009). Intramedullary nailing of clavicular midshaft fractures with the titanium elastic nail - problems and complications. The american journal of sports medicine, volume 30, no. 2, pp. 352-359. Switzerland. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: frigg, a., rillmann, p., perren, t., gerber, m., ryf, c. (2009). Intramedullary nailing of clavicular midshaft fractures with the titanium elastic nail - problems and complications. The american journal of sports medicine, volume 30, no. 2, pp. 352-359. Switzerland. The purpose of the study was to evaluate the efficacy of intramedullary nailing of clavicular midshaft fractures using the titanium elastic nail (ten). The study took place from april 2004 to march 2007 and consisted of 34 patients (26 males and 8 females with an average age of 33 years and a range of 16-74 years). Complications reported were 2 medial perforations with 1 infection and 1 plexus palsy, three (3) lateral penetrations resulting in revision, one (1) ten breakage requiring revision to plating, one (1) ten dislocation requiring revision to plating, ten (10) patients required revision including removal of implants, plating, shortening, and endcap implantation, seven (7) patients presenting with medial migration, three (3) patients with delayed unions, nine (9) patients presented with medial pain, one (1) patient presented with lateral pain. This is 2 of 2 reports for (B)(4) for the following adverse events/reportable malfunctions: one (1) ten breakage, one (1) ten dislocation, seven (7) device migrations. This report is for unknown titanium elastic nails.